Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Despite attempts to contact the health care provider, no response has been received. It is unknown it this device is available for return and evaluation. If additional information is received, a follow up report will be submitted.

Event description:
Edwards learned through the implant patient registry, that a 27 mm mitral valve, that had been implanted for approximately six (6) years, six (6) months, was explanted for unknown reasons. The explanted device was replaced with a model 7300tfx size 27 mm mitral valve. Despite attempts to contact the health care provider, no additional information is available.